Event description:
It was reported that during a refill the calculated reservoir of the pump was to be 11.5, however 20 ml was aspirated, indicating no medication delivery since device implant. On (B)(6) 2011 the physician made a catheter-test using contrast medium that was filled in the catheter access port (cap) of the pump. It was difficult to fill, however the catheter presentation was good and no catheter complications were seen. On interrogation the pump did not show motor-stall or any alarms. The physician suspected a connection problem between the pump and the catheter and explanted the pump. Patient had no complications following replacement. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.